Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 345 mg/dl at the time of incident, but was 480 mg/dl at the time of call. The customer's symptoms included excessive thirst, dizziness, and nausea. The customer treated with a bolus from the insulin pump. The customer found air bubbles in the tubing. The customer did not find any leaks, bent cannula, or cloudy insulin. The customer declined to check settings. The customer was advised to change their entire set, reservoir, and insulin and treat per their health care provider's instructions. The customer was shipped a tubing clamp and was advised to call back when they received it to perform the high pressure test. The customer's infusion sets were replaced but nothing was returned.